Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, the issue was likely the result of physical stress such as rubbing or bumping the insertion site, chemical stress due to non-recommended reprocessing methods as stated in the IFU, and or stress due to poor storage environment (under direct sunlight, high temperature, high humidity, x-rays, ultraviolet rays, etc.). The event may be prevented by following the instructions for use which state: 1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. The storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope had water leaks from the bending section cover. The issue was found during reprocessing for a diagnostic procedure that was completed using a similar device. There were no reports of patient harm. During evaluation, it was found that the coating on the connecting tube was peeled off (over 1mm squared). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to the coating peeling from the connecting tube, the evaluation findings are as follows: angulation in the "up" direction is out of standard due to the worn angle wire, the connecting tube was dented, the light guide lens was discolored and there was corrosion from the electrical connector due to leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.